Event description:
It was reported that the egms showed inappropriate therapy due to lead noise, actual tachyarrhythmia, and subsequent vt/vf therapies. The actual vt/vf was exacerbated by noise associated with lead movement.

Manufacturer narrative:
A partial lead was returned. Analysis identified an external insulation abrasion at 15.2cm from the electrode tip, due to friction to another device. An internal insulation abrasion was observed between 15.8cm to 16.2cm from the tip electrode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.